Manufacturer narrative:
An evaluation is in process. A followup report will be submitted when the evaluation is complete.

Event description:
The account generated a falsely depressed architect tsh on a patient sample that repeated higher. Initially, the sample generated architect tsh of 2.12 and 2.32 uiu/ml but repeated of 19.2 (1:11 dilution), 26.9 (1:50 dilution), 28.7 uiu/ml (1:100 dilution) using a non-abbott method. Historically, the patient tested tsh of 3.59 uiu/ml. No impact to patient management was reported.

Manufacturer narrative:
The ticket searches determined that there is no unusual activity for the likely cause lot and the complaint trending report review determined that there is no non-statistical or adverse trend for the issue for the product. Accuracy testing was completed using the likely cause lot number 75300ui00. The testing met acceptance criteria and performed as expected. A search for any non-conformances associated with the lot was performed; no issues were identified for this complaint issue. The architect tsh package insert provides information for sample handling along with the specimen collection and limitations in the interpretation of results section. A review of the product labeling concluded that the issue is sufficiently addressed. Taken together, a systemic issue and/or product deficiency was not identified.